Manufacturer narrative:
Concomitant medical products: product ID: 694765, product type: lead, implanted on (B)(6)2012, product ID: etlw1613c156e, product type: stent graft, implanted on (B)(6) 2016, product ID: etew1313c82e, product type: stent graft, implanted on (B)(6) 2016, and product ID: etbf2313c166e, product type: stent graft, implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) system was extracted due to an infection. No further patient complications have been reported as a result of this event.